Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the missing helium knob. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter is a getinge employee who has different contact details from that of the event site. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) was missing the helium tank knob. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10.